Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx20mmx143cm nc quantum apex balloon was advanced for dilation. However, during the second inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with an another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed no issues; however, the microscopic examination revealed a pinhole around 10.5mm from the tip of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx20mmx143cm nc quantum apex balloon was advanced for dilation. However, during the second inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a another of the same device. No complications were reported, and the patient was in good condition post-procedure.